Event description:
Nurse reported via phone call that the customer experienced high blood glucose of 580 mf/dl; current reading is 289 mg/dl. Customer treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Time and date is correct. Customer declined to check the basal rates and bolus wizard settings. The insulin pump passed the high pressure test. The bolus history is accurate. The infusion set was taken off and the cannula was not bent. Customer still believed the insulin pump is not delivering insulin and did not feel safe using it. The insulin pump is being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.